Event description:
It has been reported by the end user that the front left leg and crossbar of a 6252 walker are bent. The end user advised that they fell on the carpet the previous night, but did not reported no injuries.